Manufacturer narrative:
The patient's ethnicity and race were not provided. Approximate age of device- 2 years. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with drainage from driveline and slight increase in erythema. Blood cultures came back as gram negative rods then serratia marcescens. Vitreous culture also with same organism. An abdomen CT showed increased density and stranding more proximal; which could indicate inflammation or phlegmon and decreased attenuation adjacent to the driveline at the level of the skin. Unclear source of bacteremia however leading hypothesis is driveline infection. The patient was initially started on infused zosyn, vanco, and po doxycycline. Zosyn changed to meropenem on (B)(6) 2018. Urinalysis also positive with e. Coli and patient treated with same antibiotics. Serratia marcescens and bacterial is the confirmed pathogen. On (B)(6) 2018, the patient underwent incision and drainage of driveline. Transesophageal echocardiography revealed vegetation of inflow cannula therefore considering a vad exchange. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A specific cause for the reported infection with the inflow cannula vegetation could not conclusively be determined through this evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.